Event description:
A microwave ablation treatment was delivered to a pt diagnosed with b-cell lymphoma in 1992, who currently presented with recurrent, follicular, b-cell lymphoma with metastasis to the left lower lobe of the lung. The pt had previously received chemotherapy, and was chemotherapy resistant, and multiple courses of radiation therapy to the maximum allowed dose. The ablation treatment proceeded as expected with no device or procedure problems. After the treatment had ended and the physician had removed the applicator, the physician observed bleeding from the introducer catheter. The area of bleeding appeared to be localized at the periphery of the ablation zone, approx 5 cm from the tip of the antennae. The physician placed pressure dressing. The pt became hypotensive in the recovery room; an x-ray showed blood in the left lung. A thoracotomy was done and 1700 ccs of blood was extracted from the pleural cavity. After the thoracotomy, two chest tubes were placed, with minimal drainage as the pt had already stopped bleeding. The physician stated that the most likely cause was puncture from the introducer catheter that resulted in bleeding from a fragile vessel in the tumor, perhaps an intercostal artery, that had been previously damaged from the radiation treatments. As of 2009, the pt was home and doing well.

Manufacturer narrative:
After the procedure, the hospital discarded the product since the event was not device related. Per the physician, the device performed as intended.